Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly caused the device not to complete a power on cycle and the device's readiness display to show the charge-pak, attention and service wrench indicators, and no ok. Physio-control then evaluated the digital pcb assembly and determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u2 on the digital pcb assembly. This integrated circuit (ic) chip, designator u2, which is the system memory, did not function correctly and caused the device not to complete a power on cycle. A replacement device was provided to the customer under warranty.

Event description:
The distributor contacted physio-control to report that their device showed all three icons (charge-pak, attention and service wrench) in the readiness display when they took it out of the package. The device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.